Manufacturer narrative:
The medication error was not clarified; no medication error was found. This case indicates a customer complaint about the displayed dose mode of the pump. Several dose modes are programmable by the user depending on preferences of the operator. The different dose modes available are addressed in the user manual for the spectrum iq infusion pump. With regards to the volume already delivered, this is shown by the "volume given" that is available on the pump's display and available for review by pressing "review". The volume given could be showing 0ml if a user cleared it by pressing the clear key. This is also explained by the user manual for the pump. Dose modes and volume delivered are inherent parameters that must be available on a volumetric infusion pump, and that are already in place in the spectrum iq infusion pump. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incorrect dosage was given via a spectrum pump during therapy (dose, programmed amount and delivery rate unknown). Reportedly, a patient treated at the intensive care unit (ICU) of the hospital was administered a bolus of 1mg midazolam (sedative). It was noted by the treating nurse that the pump was set at mg/kg and enquired about the right dose to administer to the patient. The customer further stated that the pump allegedly would not show the volume already delivered. Nurses tried to do the math for correct mg bolus amount. Nurse informed a nurse practitioner that the pump was set to mg/kg and wanted clarification on how much to give patient (they give .05mg/kg twice equals 1mg.). The patient calmed down reportedly 5 minutes following delivery of the bolus. Once patient was sedated, nurses calculated the math and realized they gave the wrong dose of medication. This event did not involve patient injury, with the patient responding well to the drug induced. The medication error was not clarified; no medication error was found. No additional information is available.